Event description:
It was reported that the customer had no deliveries while changing the infusion set. Customer used another reservoir plunger to push the reservoir. Customer's blood glucose was 55 mg/dl. Customer experienced more no deliveries later and just changed the reservoir. Customer stated that it seems that this solved the issue. Customer requested replacement reservoirs for the ones that were wasted. Customer also requested some infusion sets as she has also changed them during troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected low battery alarms were noted. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, and minor scratches on the lcd window.